Event description:
The user facility reported that during a diagnostic colonoscopy, the distal tip of a cleaning brush feel into the pt's colon as the physician attempted to pass a biopsy forceps through the colonoscope. The users were able to successfully retrieve the complete distal tip of the device from the pt's colon, and completed the procedure with a similar, but different coloscope. There was no pt injury reported, however the users reported that the procedure was delayed for approximately twenty minutes.

Manufacturer narrative:
The user facility claimed that the cleaning brush tip broke during the reprocessing of the colonoscope prior to this procedure. The cleaning brush and broken tip were returned to olympus for evaluation, however, the user facility declined to return the colonoscope. The user facility reported no difficulties with the colonoscope prior to or after the reported event. The evaluation confirmed that the distal tip of the cleaning brush was detached from the shaft. The device was forwarded to the original equipment manufacturer for further investigation. If significant additional information becomes available, a supplemental report will be provided. An olympus endoscope support specialist (ess) has been dispatched to visit the user facility to provide in-service training on how to properly reprocess, handle, and inspect the olympus endoscopes and cleaning accessories. During the visit, the ess observed multiple deficiencies in their reprocessing practices. Following the in-service training, the user facility has agreed to immediately implement the olympus reprocessing recommendations per the device instruction manual for olympus endoscopes. This report is being submitted as a medical device report in an abundance of caution.